Event description:
Patient revised for nonunion, found screws fractured. Six each depuy distal locking screws, unk product code, unk lot number.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.